Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the surgeon inserted the device with a twisting motion into the abdominal cavity due to strong adhesions around the insertion area. While fixing the device to abdominal wall, balloon burst. The balloon was inflated with 15 cc water. The device was removed and another device was opened. The UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. The clinical device is available and will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one spacemaker blunt tip trocar. The balloon was broken. Replication of the broken balloon may be caused by overinflating the balloon or inflating it in an inadequate location allowing external forces to deform the balloon. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.